Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered due to noise. The noise could be produced on an electrogram during isometric movements by the patient. In addition, the lead exhibited non-sustained ventricular tachycardia and sensing integrity counter (sic) due to oversensing, a sudden increase in pacing impedance, and high pacing impedance suggesting a fracture of the pace/sense portion of the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.